Event description:
The customer reported to olympus that the evis lucera elite video system center would have a screen go black when the forceps are inserted. The middle distance view was also sometimes very dark. The issue occurred during the diagnostic screening test procedure which was completed with the same device. There were no reports of patient harm. Reports are being submitted on the video system and light source. See related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation did find the battery was exhausted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the defect was likely caused by a problem with the printed circuit boards of the video system or main circuit board or aperture unit malfunction of the light source due to operation errors or abnormal communication between the boards due to factors such as dimming failures, a definitive root cause could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the malfunction of the printed circuit board could not be identified. However, it¿s likely the cause is related to dust adhering to the inside of the main unit. Olympus will continue to monitor field performance for this device.